Event description:
On (B)(6) 2022, information was received from a patient receiving morphine (unknown dose and concentration) via an implantable pump for spinal pain and failed back surgery syndrome. It was reported the patient's pump was beeping. The patient was supposed to have a refill last week, but they were ill so the appointment was rescheduled for this friday. Now, the patient was hearing an alarm. The patient stated they haven't used their ptm in over a year because "the bolus wasn¿t helping me anyway" but when they connected their patient therapy manager (ptm) to the pump, the handset indicated the ptm bolus was disabled and would not allow the patient to run report of refill date. The patient stated the handset indicated low reservoir alarm. The patient then mentioned they usually have 5 months between boluses because their dose was so low less than 3 mg of morphine/day then mentioned their pain wasn¿t even managed by the pump. The patient mentioned their hcp changed their dosage which changed refill interval, which still didn¿t help the patient, but the patient was unsure of when the pump would run out. The patient was redirected to follow up with their hcp. Additional information was received from the patient. The patient mentioned they had a pump stall (B)(6) 2021. The patient stated they couldn't hear the pump alarm, they missed a refill due to an illness, had withdrawal symptoms, and had to go to the emergency room.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.